Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tka surgery, after opening the outer packaging of a gii ps hi flex isrt sz 3-4 9, it was noticed that the inside sterilization package was not sealed. The procedure was resumed after a non-significant delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the package was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that the inner and outer sterile packaging are open. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that the vacuum packaging process is the most likely cause of the failure identified. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the poly bag, place component in inner tray, seal inner tray. Place inner tray into outer tray and seal. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should the package or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated packaging was returned and evaluated. The visual inspection revealed that the inner and outer tyvek lids appear to have been sealed at one point due to the continuous residue rings left visible. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team concluded that a february 2023 change to a thicker polybag, implemented due to supply chain constraints, inadvertently contributed to the observed packaging failures. Although the new bag was only marginally thicker and passed standard distribution and laboratory testing, it was not identified as a potential ¿worst-case¿ scenario for packaging performance. Furthermore, packaging work instructions at the time did not specify the appropriate method for managing excess bag material, resulting in operators using two different techniques. One of these methods¿rolling the excess material¿entrapped air within the polybag. During the sterilization process, the nitrogen vacuum cycle inflated these rolled bags; however, they did not deflate rapidly enough, leading to stretching of the tray seals and, in some cases, seal rupture. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the poly bag, place component in inner tray, seal inner tray. Place inner tray into outer tray and seal. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.